Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance and during the call the pdrn reported the patient had been diagnosed with peritonitis. Upon follow up, the pdrn stated patient had a positive staph culture result, and confirmed the patient was not hospitalized. The cause of the patient¿s peritonitis was unknown as the patient practices aseptic technique. The patient¿s culture results were positive for staph, however the date of the culture and the organism were unknown. The patient was prescribed and treated with vancomycin via ip for 3 weeks, and levaquin orally for 3 weeks. The patient recovered and has resumed their pd therapies without further issues. Additional details surrounding the peritonitis were requested, however, not provided.

Manufacturer narrative:
Clinical investigation: clinical investigation: there is temporal relationship between the patient¿s peritoneal dialysis (pd) therapy with the liberty select cycler and the patient¿s peritonitis event. However, there is no documentation which indicates a causal association. The etiology for the patient¿s peritonitis event cannot be determined due to lack of sufficient information. Peritonitis is a known risk and well-documented complication of pd therapy.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.